Manufacturer narrative:
(B)(4). Information regarding patient age, gender, weight, race, ethnicity, and medical history were not provided. Procode is krd/hcg. (B)(4). Concomitant med products: enpower connecting cable, detachment control box dcb02, and terumo, headway duo microcatheter. Initial reporter information such as the name, phone and email address are unknown. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt. The device has not been returned. If the device returns, a device investigation will be performed. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during the coil embolization of a cerebral aneurysm, the galaxy g3 5 mm x 15 cm coil was introduced into the microcatheter (terumo, headway duo). The galaxy coil did not have any issue at the start of the procedure; the coil was shaping without issue until it was 1 cm from the proximal end where the coil was reported to appear as if it straightened out. The galaxy coil was replaced and the procedure was successfully completed without further issue or delay. There was no report of patient injury or complication; the complaint product was new and was stored per labeling instructions. The procedure was conducted in accordance with the instruction for use (IFU) with constant flush maintained at all time. There was no visible defect or damage noted on the product prior to the event. There was no unintended detachment in the vessel or in the microcatheter.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). [Conclusion]: the healthcare professional reported that during the coil embolization of a cerebral aneurysm, the galaxy g3 5mm x 15cm coil (gly120515 / l10784) was introduced into the microcatheter (terumo, headway duo). The galaxy coil did not have any issue at the start of the procedure; the coil was shaping without issue until it was 1 cm from the proximal end where the coil was reported to appear as if it straightened out. The galaxy coil was replaced and the procedure was successfully completed without further issue or delay. There was no report of patient injury or complication; the complaint product was new and was stored per labeling instructions. The procedure was conducted in accordance with the instruction for use (IFU) with constant flush maintained at all time. There was no visible defect or damage noted on the product prior to the event. There was no unintended detachment in the vessel or in the microcatheter. Investigation summary: embolic coil is located inside the introducer. Device is fully sheathed. Two bends observed in the device positioning unit (dpu) core wire at approximately 56 cm and 63 cm from the proximal end. A bend was observed at the strain relief. Distal tip of the embolic coil observed with the ball tip intact. Blood present near distal end. The embolic coil was observed to have multiple kinks within the green introducer area. The proximal end of the embolic coil is stretched. The articulating joint was seen to be misaligned. The v-notch of the resheathing tool is undamaged. The embolic coil was advanced out of the introducer to observe the articulating joint and resistance heating (rh) coil. The distal outer sheath had not softened, indicating that the rh coil had not heated. A review of manufacturing documentation associated with this lot (l10784) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no non-conformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. Investigation conclusion: the issue that the product is stretched is confirmed. The proximal end of the embolic coil is stretched. The embolic coil was also observed to be kinked, and the articulating joint is misaligned. While the circumstances surrounding the reported event are unknown, stretching generally occurs when excessive force is applied during retraction of the embolic coil, when there is also resistance present. Kinking may occur when excessive force is applied during advancement when resistance is present. No cause for resistance can be observed in the condition of the returned devices. It is possible that the embolic coil was damaged while manipulating it into the aneurysm and/or through the microcatheter. 100% of devices are inspected for damage to the embolic coil and proper alignment of the articulating joint at final assembly per mps-prp0246 rev. 9. Thus, it is unlikely that the device left the manufacturing facility with the observed damage to the embolic coil. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective/preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Device history lot: a review of manufacturing documentation associated with this lot (l10784) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no non-conformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.